Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited low amplitude and t-wave oversensing and myopotential oversensing. The system was reprogrammed, the patient will continue to be monitored. It was also noted that a year ago, the smartpass feature was deactivated due to a pause. Due to this, an additional leadless pacemaker was provided. This system remains in service. No further adverse patient effects were reported.